Event description:
The hcp reported that the pump was explanted and replaced 48 months after implant. The reason provided for the explant was pump was "almost 5 years old". The pt was receiving morphine via the drug delivery system.

Event description:
The hcp reported that the "pateint was not receiving analgesia; pump reservoir not changing". She was given oral opiods; side port catheter study ( no obstructions). The patient recovered without sequela.